Manufacturer narrative:
Investigation: no findings in qns/ncmr/DHR about the lot number 8242512 were found. The manufacturing process was reviewed and no potential failures were identified since only the q-syte connectors are assembled to the bd extension sets and then packaged in the nogales manufacturing process. No sample was returned for this particular complaint.

Event description:
It was reported that a ext set 15cm luer-lok power injectable had leaked from the hub and separated where it attaches to the insyte.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a ext set 15cm luer-lok power injectable had leaked from the hub and separated where it attaches to the insyte.